Manufacturer narrative:
(B)(4). Results: endoleak. Insufficient information; cause is unknown. Conclusions: endoleak. Insufficient information; cause is unknown.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that the distal aorta had enlarged approximately 8 months following the index procedure. A secondary intervention was attempted to repair a distal type I endoleak. The physician had planned to extend distally; however, after gaining access it was discovered that the distal bare springs of the current stent graft were partially covering the celiac artery and there was no room to extend distally. The physician then attempted a snorkel procedure. Wires were advanced into the celiac artery, but the physician was unable to deploy a snorkel stent. After three hours, the case was ended with the endoleak unresolved. The cause of the distal type I endoleak was reported to be enlargement of the distal aorta. Two weeks after the unsuccessful secondary intervention, another intervention was performed. The diameter of the aorta at the distal end of the stent graft was measured with ivus to be 42 to 46 mm. The physician did a bypass of the celiac artery and sma, and then extended with valiant 46x46x150 and valiant 46x42x150 stent grafts. The area of the aorta above the renal arteries was 38mm in diameter, but this area was a reverse cone shape with no healthy segment to land the new stent graft in. Final angiogram showed late and slow filling of the aneurysm sac, so the physician placed some coils in that area of the sac. The exact source of the leak could not be identified, so the physician decided to end the case and monitor the patient. The endoleak was noted to behave like a type ii, but no source vessel could be identified. No additional clinical sequelae were reported, and the patient is fine.